Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance of 125 ohms. This lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance of 125 ohms. This lead remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that this rv lead was explanted and successfully replaced with a new lead.